Manufacturer narrative:
Submit date: 1/29/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump failed the buzzer test.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the unit failed buzzer and mistic testing.¿ a physical analysis was performed on the unit. There was no physical damage noted. The unit was powered on by battery alone then the unit was connected to an ac cable and powered on. In both cases the device powered on and ran through post but there were no audible tones during start-up. Checked the volume control for the buzzer and turned it to maximum. Restarted the unit and there were still no tones during post. The eputil manual test was performed which the unit passed with no errors; mystic test passed. A trend has been identified for no buzzer and a corrective action has been opened to address this issue. Unit has been repaired, tested and recertified in accordance with the procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.